Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
It was reported by the patient that allegedly nine stryker screws were implanted and they have all broken. It is further alleged that the patient has already had part of her foot amputated and is now being told that she will need a leg amputation as well.